Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot# n5b1665y) egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p5c1345) sigphandle, sig power sigphandle handle, (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, the first shot was made with a black 60mm reload. Subsequently, the second reload was performed with a 60mm articulating reload, which fired and opened without issues. However, when attempting to straighten the reload, it did not respond. With great difficulty, the articulated reload was removed, but the reload itself could not be detached. The scrub nurse straightened the reload using the retraction key. All the devices were replaced to continue the procedure using the remaining 60mm articulating reloads from the same reported lot. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a few photos were available for evaluation. Visual inspection noted that there was a notable gap at the connection between the reload and signia adapter and the connection point was found to be bent. The jaws of the reload were clamped. During evaluation, the blue unload switch could be fully depressed. It was reported that during a gastric sleeve procedure, the first shot was made with a black 60mm reload. Subsequently, the second reload was performed with a 60mm articulating reload, which fired and opened without issues. However, when attempting to straighten the reload, it did not respond. With great difficulty, the articulated reload was removed, but the reload itself could not be detached. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of uart errors that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the first returned photo contained a view of the instruments in a bag. No details could be seen. The second returned photo contained a view of a signia adapter connected to a egia60amt reload. There was a notable gap at the connection between the reload and signia adapter and the connection point was found to be bent. The jaws of the reload were clamped. It was reported that it was difficult to straighten and to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.